Manufacturer narrative:
Based on the claim against the system by the customer noting the fault on arm 1 on the patient side cart, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The fse found the sense pin stuck down on the universal surgical manipulator (usm) with a sticky liquid. Fse cleaned the pin and carriage, and the issue was resolved. The system was tested and verified as ready for use. The probable root cause is attributed to the sense pin being stuck in the down position by a sticky liquid. This complaint is considered a reportable event due to the following conclusion: while there was no harm or injury to the patient, system unavailability after the start of a surgical procedure could likely cause or contribute to an adverse event if it were to recur as it may lead to an injury due to the patient¿s inability to tolerate a conversion/abortion.

Event description:
It was reported that during a da vinci-assisted cholecystectomy, the system experienced a fault on arm 1 of the patient side cart (psc). The technical support engineer (tse) reviewed the logs and noted a sterile adapter error on arm 1 and that the arm was undocked. The customer stated the arm was blinking yellow. Tse recommended pressing the port clutch and instrument clutch, but issue was not resolved. The customer stated that there were no error messages on the arm pod for arm 1. The tse recommended reseating the drape, but the customer declined as they already tried that suggestion. The tse recommended rebooting the system, but the site declined. After the procedure was completed, the staff called back and attempted a reboot of the system, and the arm was still blinking. Tse confirmed the customer was able to clutch and move the arm, but the arm was still blinking yellow. Tse walked the customer through a hard reboot on the psc and the system powered on and homed, but the arm was still blinking yellow. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter on and obtained the following additional information: the procedure was completed with all intended arms. The procedure was a cholecystectomy. The console surgeon was dr. Sims. The delay was less than 15 minutes. Customer could not provide patient demographic information.